Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they he was hospitalized as a result of high blood glucose levels. Customer report that his blood glucose level was 500 mg/dl at the time of the incident. Customer was not able to complete troubleshooting at the time of the incident. The infusion set is expected to be returned.